Event description:
It was reported that a battery module was observed to be burned and the device would not charge.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. During eval, evidence of overheating on the wireless module flex printed circuit board was observed. Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted. The date of event is unk.